Manufacturer narrative:
Establishment name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). Address ¿ line 2: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set detachment on (B)(6) 2026, infusion set tape did not stick on skin.